Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), product type: lead. Product ID 977a160, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was pain at the implantable neurostimulator (ins) site. The patient had a fall and found the site painful. Coverage was adequate. The outcome was resolved without sequelae. Interventions included revising the ins pocket. The leads were freed from the scar tissue. The event resulted in an unscheduled clinic or office visit. The ins was tested and found to have unchanged impedance. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was reported as related to the ins pocket and lead and extension tract. Relevant medical history included: complex reg pain syndrome type I, spinal pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a160 lot# (B)(4) implanted: (B)(6)2015 explanted: product type lead product ID 977a160 lot# (B)(4)implanted: (B)(6)2015 explanted: product type lead . Date of event is year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that patient had a fall and found the ins site painful. Patient experienced jolts too. Imaging on (B)(6)2015 revealed ins migrated/rotation and lead retraction/migration/dislodgement. Ins pocket was revised on (B)(6)2016. Lead was repositioned on (B)(6)2018. The outcome was reported to be resolved without sequelae. The etiology was related to device or therapy but not related to implant procedure. No further complications were reported as a result of this event.